Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient who had a fecal management device placed on (B)(6) 2015, for an unknown reason. The patient's skin was not noted to have issues prior to placement of the fecal management system. One day later, it was discovered the patient developed "open, pink tissue of the perianal area at the 5:00-7:00 [o'clock] area." It was further reported that the perianal area was treated with barrier ointment by the nurse but it is unknown if the barrier ointment used was over-the-counter or prescription. The nurse reported that there were no leaks, over-inflation of the retention balloon or tension on tube. It is unknown how much fluid was in the retention balloon. The fecal management system was discontinued on (B)(6) 2015. No further assessment details could be obtained.